Manufacturer narrative:
Visual inspection of the returned device revealed no issues. The device appeared to be in good condition. Microscopic inspection revealed the distal housing of the transducer was observed complete and with no shattered pieces. A hole was observed in the imaging window, and it was also noticed to be pinched. During flushing, a leak occurred in the imaging window section. Impedance testing revealed an open at the distal waveform. The complaint device was sent for x-ray analysis to further characterize the electrical failure. Based on the x-ray analysis, no discernible defect could be seen.

Event description:
Reportable based on device analysis completed on 08mar2021. It was reported that visualization issues occurred. The target lesion was located in the left anterior descending artery. The opticross imaging catheter was introduced but could not show the image. The device was removed and the procedure completed withi another of the same device. There were no patient complications reported and the patient status was stable. However, device analysis revealed a hole in the device.